Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature: article title " feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair".

Event description:
It was reported through a research article that from april 2021 to august 2021, 23 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). The implanted mitraclips may have cause or contribute to death. Additional information is listed in the attached article, titled ¿feasibility of a percutaneous and non-fluoroscopic procedure for transcatheter mitral valve edge-to-edge repair.¿